Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, a distal tip of the screwdriver broke off, during a matrix pedicle screw system removal and extension of fusion case. Fragments were generated which were removed easily without additional intervention. Surgeon used a metal cutting burr, to remove the construct. The surgery was delayed for twenty (20) minutes due to the reported event. The procedure was successfully completed. There was no patient consequence reported. This report is for one (1) t-handle t25 stardrive shaft f/matrix-long. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.